Event description:
Registered nurse reported a home pt with a broken twiest clamp on the transfer set. No leaks were noted. The rn changed the transfer set and the home pt was treated with prophylactic antibiotics as follows: 2 gms vancomycin and 100 mg gentamycin.